Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
Report received of an overdelivery. At 0710, the primary line was programmed to deliver an unspecified maintenance solution at an unspecified rate. The secondary line was programmed in the concurrent mode to deliver a 20meq kcl rider in 50ml of fluid at a rate of 25ml/hr with a dose limit of 50ml. At 0740, the pt complained of pain at the IV site. At that time, the nurse noted the kcl bag was empty. The device was removed from clinical service. The peripheral IV site was discontinued. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.